Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. When she attempted to use her insulin pump's up and down arrow buttons, the numbers kept ramping up. The up and down arrow buttons were not working. The call was disconnected. The device was not returned.